Manufacturer narrative:
Evaluation summary: customer reported that the shunt was removed after the surgery. The reason it was extracted is not specified in the report description. No data regarding product identity was received i.e. No lot or serial number were indicated for the event; therefore, the device history record (DHR) could not be reviewed. No sample was returned, therefore, the condition of the product could not be verified. Additional information has been requested. Zip code is not indicated at this time. The manufacturer internal reference number is: (B)(4).

Event description:
A doctor reported that a glaucoma filtering device implant was removed and a trabeculectomy was performed. The patient experienced a choroidal detachment. Suture lysis and needling were performed prior to removal of device. Additional information was requested.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
In the surgeon's opinion the causal relationship between the adverse event and product (malfunction) are considered to definitely be unrelated.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received indicating that the symptoms are recovering. The physician considers the event as non-serious, however, the casual relationship between the adverse event and the product is unknown. The physician reported that it was necessary to control the iop even more.